Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument tip was broken. The damage occurred while reprocessing, a broken piece was thrown out. No patient related issues or events occurred. There was no report of patient involvement or patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a completely broken grip tip. A piece approximately 2.94 mm x 7.9 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. Root cause of broken instrument grip tips include damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.